Event description:
A baxter technician reported a colleague pump in which the channel a stop key does not work. This problem was identified during service. There was no report of patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Event description:
It was reported in an article in neurosurgery that the patient suffered a peri procedural iatrogenic vertebral artery dissection. There was no reported clinical consequence to the patient, the patient outcome after the procedure was noted as unchanged compared to pre procedure. No other information was provided.

Manufacturer narrative:
(B) (4). During service, a "channel a stop key does not work" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B)(4).